Event description:
A report was received that the patient underwent a revision due to discomfort at the battery site. During the procedure, the physician just relocated the ipg. The patient is doing well following the procedure.